Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked. The pump failed position pot reading, value are staying the same when plunger assembly was pushed in and out. Error history log review found no error. The root cause of the reported issue was found to be incorrect assembly by customer the tab of position pot was not attached to carriage by the screw, washer and nut. Actions were taken to mitigate the reported issue: reassembled position pot. Performed syringe test and all functional tests which passed.

Event description:
It was reported that the pump had a plunger position is incorrect error. No patient injury was reported.